Event description:
The customer reported that an 840 ventilator stopped cycling. No patient involvement. Covidien tech support engineer (tse) troubleshot this issue with customer over the phone and recommended replacing the (psol) pressure solenoid. The customer reported to have followed the tse recommendations and replaced the psol. The customer reported the unit passed testing. Covidien was not authorized to service the device.

Manufacturer narrative:
(B)(4).